Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment confirmed the reported condition. Evidence indicates this was due to mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the hose of the motor device was torn. It was unknown to the reporter if the event was discovered during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.